Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown spinal procedure, the trial implant disengaged from the trial inserter during use. There was a surgical delay of forty-five (45) minutes. The procedure was successfully completed by reattaching the trial implant to the trial implant holder. There was no patient consequence. There is no further information available. This report is for one (1) trial inserter sh connection. This is report 2 of 2 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part tft20101, lot e20di0591: supplier: (B)(4). Release to warehouse date: march 18, 2021. No non-conformance reports (ncr's) generated during production. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the trial inserter was returned in an assemble condition. No damage or defects were observed on the surface of the device. A dimensional inspection was performed and met specifications. A functional test was performed to assess the unable to assemble condition. After fully tightening the device, the attached trial was correctly assembled and did not disengaged. The complaint condition was not replicated. The current and manufactured to drawing was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.